Event description:
Information received from the field notes high current drain and that the device could not be reprogrammed. The patient was asymptomatic. The pacer remains implanted.~~~~~~~~~

Manufacturer narrative:
Final analysis - unable to program/high current drain; mechanism - microprocessor l.s.I. Anomaly; component - l.s.I.